Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te-233003,233004,233001,232003,232002,231022. Hamilton medical ag addition: device alarmed for at start-up in service software followed by various other technical faults during later start-ups, test and calibrations. No patient involvement.